Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the center threaded post on the glenosphere was stripped when the doctor first implanted. He then removed the glenosphere when it wasn't tight and noticed the threads were stripped. A new glenosphere was then opened. There was a 3 minute surgery delay. Doe: (B)(6) 2018.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 130760038, lot number 5317160. Device history batch: null. Device history review: the DHR analysis of the batch indicated shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.